Event description:
The physician attempted a vascular closure in the common femoral artery (cfa), using the starclose device after an interventional procedure. A femoral angiogram confirmed the puncture site to be in the cfa, which was greater than five(5) millimeters in diameter. No problems were reported during insertion, deployment or withdrawal of the device. There were no pulses felt immediately after the procedure so a cut-down was performed and the clip was removed without any further complication. The pt was discharged home the next day as scheduled.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.